Event description:
A customer contacted beckman coulter regarding 2 elevated accu tni results on different pts that was generated by the unicel dxi instrument. The elevated accu tni result for pt a was 2.75ng/ml. The elevated accu tni result for pt b was 0.88ng/ml. The elevated accu tni results for both pt a and b were reported out of the lab. The customer indicated that the elevated accu tni results for pt a and b did not match their clinical presentation. The customer indicated that the original samples from pt a and b were retested for accu tni. The repeated accu tni result for pt a was 0.02ng/ml. The repeated accu tni result for pt b was 0.02ng/ml. There has been no change to pt treatment or any injury that can be attributed to this event.